Event description:
It was reported that a patient using an ilet experienced hyperglycemia with a blood glucose of 303 mg/dl that remained elevated for more than 90 minutes, and the nurse contacted support for guidance; the patient¿s infusion set was changed (contact detach steel), insulin delivery was resumed without issues, and the subsequent blood glucose was 277 mg/dl. Customer care provided support that included technical support review and guided troubleshooting of infusion-site management. Investigation of this case revealed no device malfunction reported, with resolution achieved after changing the infusion set, and the cause remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included customer education and troubleshooting, along with a goodwill supply order. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.